Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history log files of the received sample were read out and analyzed. No hints for a deviation of the delivery accuracy were found. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use and slightly contaminations.the spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check three times and a measurement according to en 60601-2-24 was performed. All measured values were within specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): delivery inaccuracy / upstream alarm: the staff puts the pump on vtbi 550ml and the time is 6h for a treatment with 550ml nacl + potassium. This treatment is repeated according to attached log files. Now and then the pump alarms for "upstream alarm and stops before 6h and the bag is also empty then. This happens even though the staff has done exactly the same thing at every treatment.